Event description:
Customer reported a hospitalization due to diabetic ketoacidosis. Customer experienced vomiting and extreme thirst. The blood glucose reading at time of event was over 500 mg/dl. Customer stated that the insulin pump was not working properly. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.